Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. On (B)(4) 2011 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged inaccuracy occurred on (B)(6) 2011 at 07:00am. The patient claimed that at this date and time she obtained the alleged blood glucose reading of "150mg/dl" with the subject meter. The patient reported that she manages her diabetes with insulin (self adjust). The patient reported that she followed her usual diabetes management due to the product issue and administered insulin based on the reading of "150mg/dl." The patient reported that on (B)(6) 2011 at 09:00am, she developed started shaking and sweating. The patient advised that she tested using the subject meter and obtained a result of "48mg/dl." The patient stated that on (B)(6) 2011 at 09:15 am, she self administered glucose gel/tabs as treatment due to the product issue and felt better afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the meter was set to the correct unit of measurement. Replacement products were sent to the customer. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(6) 2012 supplemental information: adverse event was omitted in error on the 3500a.